Event description:
Olympus was informed that during a transbronchial lung biopsy (tblb) procedure one of the cups of the biopsy forceps broke off and fell inside the pt. The user reportedly detected the issue when he attempted to obtain tissue using the forceps. The user attempted to irrigate and aspirate to remove the cup, but it is unk if the cup was completely removed from the pt. The physician did not provide additional treatment to the pt. The current condition of the pt is unk.

Manufacturer narrative:
The subject product was not returned to olympus medical systems corporation (omsc) for eval. Olympus was informed that there was corrosion present on similar devices delivered at approximately the same time to the hospital, which indicated that the device may not have been reprocessed in accordance with the directions for use. The manufacturing record was reviewed and no anomalies during the production of the subject device. The exact cause of the users experience could not be determined, but user handling and insufficient reprocessing could not be ruled out as a contributory factor to the reported phenomenon. The (B)(4) instruction manual states: warning: reprocess the instrument immediately after use by immersing it in a neutral, low-foaming, medical-grade detergent solution, then following the cleaning and sterilization procedures in this chapter. Failure to reprocess the instrument immediately after use, or using another type of detergent may cause corrosion at the instrument's distal end. This could cause components to fall off during use and may interfere with operation of the cups. This report is being submitted as a medical device report in an abundance of caution.